Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two events where introducer needle was found difficult to remove on (B)(6) 2024 . Infusion sets were used for a few minutes. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: spain.